Manufacturer narrative:
The system was serviced in the field and the issue could not be replicated. The system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device used during a unknown procedure. It was reported that the system was unable to take exposures. It was also noted that the gantry kept locking up and would not expose. Imaging was aborted. It was unknown if there was any impact to the patient and it was unknown if there was a delay.